Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 38mm stent delivery system (sds): catheter was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-mar-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient is good condition. However, returned device analysis revealed stent damage.